Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was "high" (specific value was not provided). Customer gave a bolus via the pump to address the bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.